Event description:
It was reported that a patient who received one of the recalled lenses has been having problems. The patient's surgery was (B)(6) 2013, ((B)(6) 2013). Patient received in her left eye, a size 23.5 lens. Patient's vision is 20/70, -2.00+0.75x75. No further information available at this time. It is unknown if the patient will undergo a secondary procedure.

Manufacturer narrative:
The review of the documentation and testing presented in the manufacturing record were found within product specifications. The monofocal bench measurement results (inspection data) of this production order were reviewed. All results showed a pass condition. No deviation was reported. The result of the manufacturing record review does not suggest any fault for diopter power in the lens reported. The silicone intraocular lens reported was released within the diopter specifications of a 23.5 diopter intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown. If explanted, give date: not applicable at this time. (B)(4). Unexpected post op refraction. Reason for non evaluation: to date, the intraocular lens remains implanted. Placeholder.